Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post operatively, there was a fistula on the stomach and the surgeon decided to close it. The hospitalization was extended for 1 month. The surgeon does not know if the root cause of the problem is coming from the device or from the procedure.